Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information:multiple request for return of device have been made but no device has been returned.

Event description:
It was reported that during an unknown procedure the device was leaking air. It is unknown if there were instruments inserted or torturing of the device. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.